Event description:
Death occurred at another facility. Investigation continues. Physician made multiple attempts at extraction without success. Unclear to present whether device contributed to inability to maintain suction.